Event description:
It was initially reported that the device was "discarded". On 04/05/2010, through follow-up with the health-care provider, it was learned that the device was explanted after an implant duration of zero days, due to an unsuccessful ring repair. Per the operative report of (B) (6) 2010, after the annuloplasty was performed, "the patient was then briefly weaned off cardiopulmonary bypass with good hemodynamics, which demonstrated 2+ mitral regurgitation. Therefore, it was felt that the patient particularly was extended age at 80 degrees and mitral valve replacement was indicated." Therefore, the annuloplasty ring was removed and the valve was replaced.

Manufacturer narrative:
(B) (4) = unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.